Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was at the emergency room 2-3 days ago and they had a bladder infection and they put the patient on antibiotics. The patient stated that the patient was having trouble getting to the bathroom and the morning of the report they peed their pants. The patient reported that they got the device because they were getting bladder infections, having leakage, and retention. The patient reported they had been on 0.5 since they got the device and decreased to 0.2 the other day. The patient stated they were on program 3 and they knew how to use the programmer when it was offered to walk through checking the settings. It was reviewed to see if they could increase it to 0.6 or 0.7 and see if it was comfortable, and leave it there a couple of days to see if they got relief. It was also reviewed to try another program if they could not increase. The patient was redirected to their healthcare provider if the issue did not resolve. It was noted that the issue began a week or two before the report. No further complications were reported.